Event description:
It was reported that screw disassembled (broke) at 6 months post-surgery, and then the plate fractured at 11 months post-surgery.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: one oasys occiput plate was reported in a journal article to have fractured. No lot number was provided so no manufacturing records could be reviewed. The device still remains implanted. No further information was available to the japan stryker team, so the cause of this could not be determined. With the limited information provided, it is not possible to determine the actual cause of this event. Conclusion: it is not possible to determine the actual cause of this event and it is likely multifactorial in nature.

Event description:
It was reported that screw disassembled (broke) at 6 months post-surgery, and then the plate fractured at 11 months post-surgery.